Event description:
It was reported that a malfunction occurred on the pump, identified as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.